Manufacturer narrative:
Corrected a2: age at time of event.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed and a hole in one of the cylinders was noted. All components of the existing ipp were removed, the corpora was fixed and a new malleable device was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed and a hole in one of the cylinders was noted. All components of the existing ipp were removed, the corpora was fixed and a new malleable device was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented wear at fold in the middle, proximal and distal end of its body, along with a hole and a leak consistent with sharp instrument damage. The second cylinder exhibited wear at fold in its middle, proximal and distal end, and no leaks were identified. The pump was microscopically inspected, leak and functionally tested. It was noted that its kink resistant tubing (krt) was worn to the filament, and the component presented a leak from wear. Additionally, the pump did not pass activation testing during functional evaluation. Based on the information available and analysis results, the hole identified in the pump krt, along with the component not passing the functional examination could have caused or contributed to the reported clinical observations. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed and a leak due to a hole in one of the cylinders was noted. All components of the existing ipp were removed, the corpora was fixed and a new malleable device was implanted. No patient complications were reported.